Event description:
It was reported to philips that the system gave an alert indicating hard drive was failing, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving patient to another room at the time of event. The philips remote service engineer (rse) checked the system remotely and confirmed that the system gave an alert indicating hard drive was failing, preventing imaging. Upon troubleshooting, the philips field service engineer (fse) checked the system logfiles onsite and found problem with the disk bay in the x-ray pc. To resolve the issue, the fse replaced the x-ray pc. The defective part was sent for analysis, for x-ray pc, malfunction was observed, and the failed component was found to be bad hdd. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.